Manufacturer narrative:
G4:28mar2021. B4:05apr2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-04297 was submitted. Any additional information will be submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020.

Event description:
The customer reported backup alarm failure. The customer contacted product support and reported an error code. Product support advised the customer to replace the cpu board. Provided revision k service manual. Product support advised to reset the s/n and the hours on the unit. Product support advised to call back with cpu s/n for hft option code. Discussed the 3.00 software and the hft option. The customer reported that the unit was not in use on a patient.